Manufacturer narrative:
122297-supplemental report #1 sent to FDA. The instrument was returned damaged, however, co could not reliably determine whether this damage occurred during use or during return shipment of the device. The instrument was reset and tested satisfactorily.

Event description:
The broken catheter has not been removed from the pt at this time.